Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose level (bg) was impacted (200-300 mg/dl) and the contact stated the customer bg levels were elevated multiple times over the past few days. The customer delivered a bolus with the pump to address the bg levels. Additionally, the contact reported the customer experiencing a past high blood glucose occurrence. The contact stated that was unsure of the cause of the bg level. The customer's blood glucose level was 500 mg/dl. The customer changed the site and delivered boluses.